Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while the device was being applied on the stomach, the device locked making it impossible to close and seize the fabric. The reload stopped and it was impossible to open and close the movement. They replaced the device with another load to resolve the issue and complete the case. There was no patient injury.